Manufacturer narrative:
This lot was manufactured june 20, 2016 ¿ june 21, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor did not flow. The nurse stated that the infusor was full after 48 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.